Manufacturer narrative:
Product reference 4433750 is not cleared in USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation results: the access port involved in this incident has been returned for evaluation with the connection ring but without the catheter. No visible defect has been detected on it. A disconnection test has been performed on the returned access port, with a retained sample catheter. The disconnection force is more than 3 times superior to the requirement of the iso (B)(4). Conclusion: the returned access port presents no failure and is compliant with the specifications. No other incident was reported on the access ports batch. The device was not used nor maintained between 2011 and 2017. The IFU's recommends to rinse the system every 4 weeks when no treatment is being given and specifies that the port and catheter system should be removed at the end of treatment. The instructions do not appear to have been respected.

Event description:
Implantable access port placed (B)(6) 2010. Patient transferred to (B)(6) hospital on (B)(6) 2017 to remove the catheter as the surgeon in (B)(6) hospital could not remove it due to migration of the catheter. The access port is available for analysis. The customer will ask if the hospital in (B)(6) has retained the catheter.